Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including debug testing and final testing without duplicating the report. The device was recertified and returned to the customer. No event date was provided by the customer. A review of the device log showed 62 events, of which only 12 logs found pads on message recorded in the logs. Out of these events, only 1 event ((B)(6) 2023) indicates that pads were used on a patient. When the device exited AED mode, the device was in pads view as default. The user never changed the view to lead view. In order to view the intended ECG signal (pads or leads), the device needs to be in the correct ECG view (pads or leads). The ECG view can be toggled by pressing the ECG view button located at the upper left side of the screen. No trend is associated with reports of this type.